Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and calcified "left lower thigh" vessel. The physician advanced the 2mm x 40mm x 145cm sterling es pta balloon dilatation catheter to the intended location. The sterling balloon was inflated once to 8 atms and ruptured. The physician successfully completed the procedure with a different device. No pt complications were noted and the pt's status was reported as "good."

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).